Event description:
Acetabular reamers 44-54 are dull per surgeon.

Manufacturer narrative:
Complaint sample was returned, evaluated and the reported event was confirmed: the reamer was dull. The teeth on the reamer were blunt and beveled. Scratches were also observed on and around the markings. DHR was reviewed and no discrepancies were found. The product was manufactured at (B)(4) in july 2012. It is unknown as to how many surgical procedures (cycles) this reamer has gone through throughout its life in the field. A trend analysis was performed on part number t81 from december 2013 through december 2014. There were a total of (B)(4) other complaints with all of them reporting a similar event for dull reamers. (B)(4) of these were confirmed, (B)(4) were not confirmed, and the last (B)(4) are still under investigation. All (B)(4) of the confirmed similar complaints have a manufacturing date greater than two (2) years from complaint notification. One (1) of the confirmed complaints is from the same lot as this complaint. Dull reamers are a common complaint which occurs as a result of the product exceeding its expected use. Instructions for use (IFU) instruct customers to discard instruments with dull cutting edges or damages. Manual surgical instruments have a limited life span which is generally determined by wear or damage due to repeated intended use. No further investigation required.

Event description:
Acetabular reamers 44-54 are dull per surgeon.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.